Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received 06mar2020. The patient presented a highly calcified axillary artery that posed too great of a challenge to navigate past. Additionally using a balloon-assisted-tracking technique to help maneuver past the calcific lesions would have been no help in advancing the sheath. There was some spasming and because of this the sheath was removed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. Additional information in sections b5 and h6: device code were inadvertently not provided in the initial report; therefore, sections b5 and h6 have been updated.

Event description:
Additional information was received on (B)(6)2020 . Resistance was felt. There was no tortuosity, and no kinking was seen.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that r2p destination slender sheath broke in half, inside patient's radial artery, upon removal. The entire sheath was removed without harm to the patient. The braid was exposed like a spring. The dilator was not inserted to remove sheath. The patient's condition was stable. The procedure outcome was a success. Additional information was received on 27jan2020. The procedure being performed for the patient was a radial to peripheral case. There was no spasm noted, just disease. The sheath was pulled out over a wire to remove from patient.